Manufacturer narrative:
Method - device history record review. Results - a review of the device history record was performed and nothing was found in the manufacturing, sterilization or packaging processes of this lens that was the root cause of the complaint. Conclusions - based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn, with a piece torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The facility reported a 13.7mm micl13.7 implantable collamer lens as being defective. The facility was unable to provide any additional information.